Manufacturer narrative:
(B) (4). (B) (4). Result: the actual device was returned for evaluation. The visual examination shows an approximately 32 long attached suture. The end of the suture does not appear to be broken, but it seems to be cut off. Conclusion: no device failure detected. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00380. The same patient is represented in each medwatch.

Event description:
It was reported that suture was used during a surgical procedure on (B) (6) 2009. During the procedure, the suture broke. There were no adverse patient consequences.